Event description:
Reporter alleged the lancet needle that is a part of the multiclix lancing device used in finger-stick blood glucose testing would not retract after it was used. Reporter stated when removing the test drum from the system, the needle would retract back into the system. Reporter indicated neither the device nor the drum had been dropped. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.